Event description:
Boston scientific received information that this right atrial (ra) lead dislodged. An x-ray was performed, which revealed this ra lead moved into the right ventricle (rv). A repositioning procedure will take place in the near future. Subsequently, additional information was received that a revision procedure was performed. This ra lead was explanted and replaced. There were no adverse patient effects reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. The initial allegation was not confirmed through analysis.

Manufacturer narrative:
This ra lead will be returned for analysis. At this time there is no additional information. Should additional information become available this report will be updated.